Event description:
A cartridge alarm was reported by the caller, and it occurred during the loading process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The technical support team educated the caller on proper cartridge loading techniques and assisted in loading a new cartridge. The caller was able to successfully resume insulin therapy, and the issue was resolved.